Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged blank white screen and was hospitalized for low blood glucoses. Device received with a blank display with constant steady white light on the display due to moisture damage on pcba 1 and pcba 2. The case and pcba 1 was swapped out with working test board and a critical pump error (open book image) alarmed. Critical pump error prevented the utilization of crest to download firmware for thus or xtest. Force sensor zero offset within specification. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to pump steady white light on the display. P-cap locks properly into the reservoir compartment. Device received with cracked retainer, missing display window cover, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. Unable to verify customer alleged for low blood glucoses. Blank display confirmed due to moisture damage on pcba 1. Missing segments/partial display unknown due to blank display. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to download history files and traces due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump received with a blank display with constant steady white light on the display due to moisture damage on the electronic assembly. Unable to verify missing segments, partial display and perform the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to pump steady white light on the display. Insulin pump received with cracked retainer, missing display window cover, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a white display. Customer stated they had hypoglycemia and screen went solid white. Customer experienced low blood glucose level. Customer's blood glucose value was 5 mmol/l at the time of the incident and hospitalized. The customer was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.